Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), valve malposition and paravalvular leak (pvl) requiring intervention are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the cause for the too ventricular valve position and resulting pvl was due to the valve being intentionally implanted in a slightly more ventricular position due to a low right coronary artery height. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 23 mm sapien 3 valve inside of a pre-existing 25 mm mitroflow in the aortic position, the valve landed in a 50:50 aortic/ventricular position and greater than moderate paravalvular leak (pvl) was observed. Due to a low right coronary artery height of 6-7 mm, the sapien 3 valve was intentionally implanted in a slightly more ventricular position than standard deployment. A second 23 mm sapien 3 valve was successfully deployed 2-3 mm more aortic, in a 60:40 aortic/ventricular position, and the pvl was reduced to none/trace. The gradient was measured at 11 mmhg peak to peak invasively. The patient remained stable throughout the procedure. No further information was available.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.